Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8. H8: corrected the usage of device to "reuse". A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the chipped ultrasonic probe surface could not be determined at this time. The following information is stated in the instructions for use (IFU): "warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Caution do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an air leakage between the tip cover and the a-rubber (bending section cover) of the subject device. There was no patient or user injury reported due to this issue. The device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service found that the ultrasonic probe surface was chipping. This report is being submitted for the chipping of the ultrasonic probe surface.

Manufacturer narrative:
During inspection and testing of the returned device, service confirmed there was an air leakage between the tip cover and the a-rubber, due to a damaged bending section. In addition, service found there was a pinhole in the forceps channel. Water ingress was observed inside the device. There was play in the angulation knob, and insufficient angulation. The ultrasonic image was partially missing due to bad sound lines. The a-rubber adhesive was cracked. The insertion tube, switch #1, switch #2, and the objective lens were scratched. The light guide tube was buckling and crushed. Paint was peeling from the air/water cylinder. The adhesive of the objective lens was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.